Event description:
The device was returned due to the failure to power up. There was no known patient involvement. A repair technician confirmed that the device could not power on. The logs could not be obtained because of the inability to turn on. The device was scrapped. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring.